Event description:
It was reported that in the ICU rn, one day after the catheter was placed in the patient's subclavian, one of the lumens was found blocked. The catheter remained in place and the unaffected distal lumen was used. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).